Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; oth pain (lower abdominal pain consistently ); pain inter; off vag dis; diff bowel; rec incont; aggrav incont; psych. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: unsure on second date of this on a few months after first procedure. I complained about worsening of incontinence, received a second surgery to check sling and given a hysterectomy, told all was fine symptoms of bad incontinence and pain has been bad ever since and then next time I followed up I was asked to try going down a different avenue of having electric shocks to help which I didn't take and live with this embarrassing problem and pelvic pain daily.daily. Nonsurgical treatments: the patient was treated with pain medication. The patient was treated with incontinence medication.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.